Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Information was received from a consumer via a company representative (rep) regarding a patient receiving intrathecal bupivacaine ¿2 mg at 0.83 mg¿, clonidine ¿500 ug at 208 ug¿, and fentanyl ¿6 ug at 2.5 ug¿ via an implanted pump for an unknown indication. It was reported a motor stall occurred on (B)(6) during normal use and environmental/external/patient factors that may have led or contributed to the issue included off label drugs. Diagnostics and troubleshooting performed included interrogating the pump and reading the logs. The logs provided via the return paperwork for the pump last examined (B)(6) (last change (B)(6) ) showed the pump was in minimum rate (bupivacaine 2 mg/ml at 0.0124 mg/day, clonidine 500 mcg/ml at 3.10 mcg/day, and fentanyl 6000 mcg/ml at 37.2 mcg/day) and a motor stall occurred on (B)(6) at 04:42 with no recovery noted. The pump was replaced on (B)(6) to resolve the issue and the pump was returned. The issue was not resolved at the time of this report. Other medications the patient was taking at the time of the event were unable to be obtained and the patient¿s weight at the time of the event was (B)(6). The patient¿s medical history was asked but unknown and the patient¿s status at the time of this report was ¿alive- no injury.¿ no further complications were reported/anticipated or expected.

Manufacturer narrative:
Analysis revealed pump motor and gear train anomalies related to corrosion and/or wear and/or lubrication, and stall due to shaf t-bearing. If information is provided in the future, a supplemental report will be issued.